Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead exhibited low sensing and high capture threshold due to possible micro lead dislodgement. The lead was explanted and replaced. The patient was stable post procedure.